Event description:
It was reported that the device had misspelled led segments. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii). The information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
Correction: PMA / 510(k)# annex b: b21 annex c: c21 annex d: d16 additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Annex b: b01 annex c: c0201 annex d: d02 a device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of misspelled led segments was confirmed. ¿ received on 29-jan-2025, lvp device was received unboxed and with paperwork. ¿ unit powered up and incorrect wording appeared on the display. ¿ internal inspection revealed a faulty display board causing the incorrect wording to appear. ¿ device to be returned to san diego repair center for normal processing. ¿ recommended bd san diego repair center to replace the display board. ¿ failure investigation report attached to qn in sap per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had misspelled led segments. There was no patient involvement.